Manufacturer narrative:
G4:08jan2021. B4:12jan2021. D11:h6: updated. The manufacturer's service technician confirmed the fault occurred after starting the machine, connecting the simulated lung, and testing. The device did not have patient involvement when the issue was discovered. Therefore, there was no patient or user harm reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:08jan2021. B4:13jan2021. The service technician replaced the blower to resolve the reported issue. Sound check passed and the unit returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips a unit with a loud noise. The service technician confirmed the loud noise when turning on the turbine. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm. The service technician replaced the turbine to resolve the reported issue. Sound check passed and the unit returned to full functionality.